Event description:
It was reported that the patient had been hospitalized for hyperglycemia and beginning of diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached reading "high" on fingerstick and 759 mg/dl while wearing the pod between 24 and 36 hours. The patient noted that they were not wearing their continuous glucose monitor sensor (dexcom g6) at the time of this event. Symptoms reported include hyperglycemia, nausea, pallor, malaise, dizziness and walking wobbly. The patient was treated with intravenous fluids, 21 units of humalog insulin injections and 17 units of lantus insulin injection. The patient also received blood and urine tests. The pod was removed and the patient noted seeing the cannula bent. The patient was released on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization, hyperglycemia, and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.